Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The reported event (loss of image) was unable to duplicated during the device evaluation. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following field was added based on additional information provided: d9/date returned to manufacturer 13 sept 2022.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was not confirmed; the no image issue was not duplicated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the 4k camera head. The issue was found at preparation for use and the diagnostic procedure was completed with a similar device. There was no patient harm associated with the event.